Manufacturer narrative:
(B)(4). The user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016, to report that the patient experienced a skin reaction to the sensor adhesive patch on approximately (B)(6) 2015, three to four days after the sensor was inserted at the buttocks. The reaction was described as red, bumpy, looking like eczema, and itchy. Affected are was treated with either neosporin (otc) or vaseline (otc). Patient's mother reported that the patient visited an endocrinologist on approximately (B)(6) 2015. The endocrinologist suggested otc barrier wipes and otc skin tac. No additional patient or event information was provided.